Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was returned for evaluation. The leak and shaft break/separation were confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during a procedure to treat a lesion in a calcified left anterior descending artery, a 2.75x12 rx xience xpedition stent delivery system (sds) was advanced without resistance to the target lesion. Reportedly, while applying pressure to inflate the balloon for stent deployment, contrast was noted to be leaking from the hub and a crack (break) at the distal hub right at the strain relief tubing was noted. During removal of the indeflator from the hub, the distal hub right at the strain relief tubing separated from the stent system. The sds was simply withdrawn from the patient anatomy without issue. A new same size rx xience xpedition sds was advanced and implanted without issue to treat the target lesion. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.